Event description:
It is reported that when impacting the 9mm spacer in the humeral stem, the impactor broke off in the spacer and the taper was set on the implants. When trying to break the taper, the stem was damaged and had to be explanted. Surgery was prolonged by approx 30 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.